Event description:
It was reported that following the implantation of a retroarc sling, the patient experienced a urinary tract infection without hematuria. It was noted that the site was unspecified. On (B)(6) 2015, the patient had a sterile catherization performed, in office, to perform a urinalysis with a urine culture. The event was considered resolved/recovered with no sequelae on (B)(6) 2015. If additional information is received, a follow up report will be sent.